Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a report by a baxter employed nurse from (B)(6) of break in aseptic technique and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On an unreported date, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as the "patient made a mistake." On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The cause of the peritonitis was break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with vancomycin (1gm, continuing, ip) amikacin (250mg, loading dose, ip). It was unknown if the dianeal therapy was ongoing or if the event of peritonitis was resolved. It was not reported whether the patient was retrained; therefore the outcome for the event of break in aseptic technique was unknown. No concomitant medications were reported. The nurse believed that the peritonitis was not related to the dianeal therapy, but was due to the break in aseptic technique. A causality statement was not reported for the break in aseptic technique.